Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the pump will not pass the accuracy test. The pump was set at a rate of 75ml/hr. The customer started a timer and started collecting the output. After 30 minutes, they measured the collected volume and it was low. The test was repeated and the results were the same. This was a new tubing set and was set up according to the manual.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿that the pump will not pass the accuracy test. The pump was set at a rate of 75 ml/hr. The customer started a timer and started collecting the output. After 30 minutes, they measured the collected volume and it was low. The test was repeated and the results were the same. This was a new tubing set and was set up according to the manual.¿ the unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.